Event description:
Plaintiff-alleges serious, severe and permanent bodily injuries, pain and suffering, including but not limited to asthma, rhinitis, respiratory problems, tightness in chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress.